Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 mpx 480t us-ivd assay performed within specifications. The observed discrepancies in hiv target detection between pooled and individual testing were attributed to factors such as low viral load near the detection threshold, pooling dilution effects, and potential variability in sample handling or assay conditions. A review of the kit lot: m01058, confirmed that the kit was functioning as expected. The device remains in use, and no further actions were deemed necessary based on the available information.

Event description:
The initial reporter alleged the generation of discrepant results with the kit cobas 58/68/8800 mpx 480t us-ivd assay on the cobas 8800 analyzer. On (B)(6) 2025, sample ID: (B)(6) was included in pool ID: (B)(6) and tested on the cobas 8800 analyzer. The pool was non-reactive for all dpx and mpx targets. On the same day, sample ID: (B)(6) was included in pool ID: (B)(6) and tested on the cobas 8800 analyzer. The pool was non-reactive for all dpx targets but reactive for mpx targets, specifically hiv (cycle threshold (CT) 37.5) and hbv (CT 27.2). On (B)(6) 2025, sample ID: (B)(6) was tested as an individual donor test (idt) on the cobas 8800 analyzer and was reactive for the hiv target (CT 37.9). This donor sample (ID: (B)(6) generated one non-reactive result in a pool, one reactive result in another pool, and a reactive result when tested individually. Additionally, sample ID: (B)(6), which had been included in pool ID: (B)(6), was tested as an idt on (B)(6) 2023 on the cobas 8800 analyzer and was reactive for hbv (CT 24.3), consistent with the original pool result. There was no allegation against the hbv result. Both the non-reactive and reactive results were released to the client. Serology testing was not performed.